Event description:
At the pump refill in 2005, the expected reservoir volume was 2.5cc and the actual was 11cc. Three months later, the expected reservoir volume was 2.6cc and 13cc was aspirated. A follow up report will be sent when additional information is received.